Event description:
It was reported via repair work order that the nurse call system was not functional due to missing nurse call docker cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.